Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the nozzle unit was found defective and has been replaced to resolve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. According to the user¿s manuals and service manuals for servo-I, preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. One of the parts which must be replaced in order to keep the ventilator function safe for the patients are nozzle units, which are also included in maintenance kit 5000 hours. It is essential to replace nozzle unit as specified in our device documentation to avoid failure of the device. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Unfortunately device's logs and defective part were not available for further analysis. Our conclusion is that the replaced nozzle unit was the cause of the failure. However, the root cause to why the part failed has not been established as the information about date of last preventive maintenance kit/nozzle units replacement is unknown. H3 other text : 4112.